Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017. The customer¿s blood glucose levels ranged from 1.8 mmol/l to 2.0 mmol/l at the time of incident. The customer treated with glucagon shot. The customer experienced symptoms such as unconscious. The cause of the hospitalization was low blood glucose. The customer reported that he was wearing the insulin pump at the time of hospitalization. The customer reported that he was left on the insulin pump at the time when he was admitted to the hospital. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.